Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory initial analysis of the device memory confirmed that the device did not declare elective replacement time (ert) prior to explant. Analysis confirmed the telemetry allegation from the field as the device was unable to complete an interrogation during testing. Detailed analysis found that the diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the field representative was called to a nursing home to interrogate the pacemaker post radiation treatment. The field representative experienced difficulty interrogating the device, however, after several troubleshooting steps it was able to be interrogated. Once the interrogation was complete, loss of telemetry was encountered and the field representative was not able to perform any testing. The patient was referred to their physician. One week later, the patient presented to the clinic for follow-up where they also experienced difficulty interrogating the device. Once the pacemaker was interrogated, the field representative was also not able to perform any device based testing, event interrogations and was unable to view a live electrocardiogram. It is believed that the radiation therapy is being administered right over the pacemaker can. Boston scientific technical services (ts) was consulted and suggested device replacement. Subsequently, a revision procedure was performed where the pacemaker was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing therapy was available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.